Event description:
The report received from the registry indicated that approximately four (4) days after the index procedure, the patient underwent a clinically driven angiogram that revealed thrombus within the previously implanted cypher select plus 2.5 x 18 mm stent. The indication for the procedure was either an acute myocardial infarction (ami), stable angina, or documented ischemia. The sub acute trhombosis (sat) was treated with the placement of another cypher select plus 2.5 x 13 mm stent.

Manufacturer narrative:
The indication for the elective index procedure was an anterior non-st segment elevation myocardial infarction (nstemi). The patient was reported to have three (3) vessel coronary disease an ejection fraction of 30-50%. The target lesion for the index procedure was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, type b2, 100% occluded, 2.5mm in diameter, 15mm in length, smooth, concentric, bifurcated and with little or no calcification or thrombus present. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 10 atm. A cypher select plus 2.5 x 18 mm stent was implanted at 12 atm using a kissing balloon technique. The stent was not post-dilated. The residual stenosis was 0%. The flow post-procedure was timi 3. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.